Event description:
It was reported that the bd¿ syringe barrel was damaged and leaked during the pressurized contrast medium injection. The following information was provided by the initial reporter, translated from chinese: "during the operation, contrast medium was injected into the lower extremity vein, and the patency of the lower extremity vein of the patient was shown through the imaging system. It was found that the drug liquid flowed back to the operating hand of the medical staff after the syringe was pressurized, and the hypo was leaked and damaged".

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301948 and lot number 2106144. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for evaluation by our quality engineer team. However, the retained samples did not show any signs of damage or leakage.

Event description:
It was reported that the bd¿ syringe barrel was damaged and leaked during the pressurized contrast medium injection. The following information was provided by the initial reporter, translated from chinese: "during the operation, contrast medium was injected into the lower extremity vein, and the patency of the lower extremity vein of the patient was shown through the imaging system. It was found that the drug liquid flowed back to the operating hand of the medical staff after the syringe was pressurized, and the hypo was leaked and damaged".